Event description:
It was reported that the patient was experiencing pain at the right leg and was admitted to the hospital following an implant procedure. The patient was prescribed with pregabalin & oxycodone and that the patient was doing with good coverage after program optimization.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.